Event description:
The customer reported that the ventilator shut down during operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic log history noted vent inop occurrences due to a data acquisition pcba adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer was unable to duplicate the reported problem. Upon visual inspection, the service engineer reported the data acquisition pcb to motor controller pcb board cable had physical damage. The service engineer replaced the data acquisition pcb to motor controller pcb board cable and data acquisition pcb board to address the reported problem. Final testing including alarms was completed and tests passed to operating specifications.